Manufacturer narrative:
Follow-up received on 14-jun-2016 quality-safety evaluation of ptc: ptc global number (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We were unable to confirm any quality defect or device malfunction at this time. The possibility of the tip breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: implant breakage. However, no medical events were reported at this point in time, therefore the assessment of a relationship of a quality defect with medical events is not applicable. Since no batch number nor medical events were reported, a batch investigation with respect to similar ae cases is not applicable. Follow up 20-jun-2016: follow up information was received from physician. Device breakage questionnaire received. The doctor reported suspected breakage on routine on hsg, on further review, it was decided that there was a bent, no breakage. No injury occurred. Essure was not removed. No further action. No effect on patient. Tubes blocked. Upon this follow up information received, this case was marked for deletion. No adverse event occurred. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and hysterosalpingogram showed that the tip may be broken. This event, interpreted as suspicion of device breakage, is non-serious and unlisted in the reference safety information for essure. However according to product investigation is anticipated. In the present case limited information was provided. No details regarding the insertion procedure were reported. Physician mentioned that a hysterosalpingogram was performed and the radiologist said that tip may be broken. The exact date and mechanism of the event are unknown. Despite the limited information, given the nature of the reported event, a causal relationship with essure cannot be excluded. This case was regarded as other reportable incident as although the event did not lead to death or serious deterioration in health, this might have occurred under less fortunate circumstances. A product technical analysis concluded; the possibility of the tip breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: implant breakage. However, no medical events were reported at this point in time, therefore the assessment of a relationship of a quality defect with medical events is not applicable further information is expected. Follow up 20-jun-2016: follow up information was received from physician. Upon this follow up information received, this case was marked for deletion. No adverse event occurred

Event description:
This is a spontaneous case report received from a medical doctor in united states on 13-may-2016 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2015 for permanent sterilization. Hsg (hysterosalpingogram) was fine except the radiologist said the tip may be broken. The event was ongoing and essure was not removed. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and hysterosalpingogram showed that the tip may be broken. This event, interpreted as suspicion of device breakage, is non-serious and unlisted in the reference safety information for essure. In the present case limited information was provided. No details regarding the insertion procedure were reported. Physician mentioned that a hysterosalpingogram was performed and the radiologist said that tip may be broken. The exact date and mechanism of the event are unknown. Despite the limited information, given the nature of the reported event, a causal relationship with essure cannot be excluded. This case was regarded as other reportable incident as although the event did not lead to death or serious deterioration in health, this might have occurred under less fortunate circumstances. A product technical analysis and further information are expected.

Manufacturer narrative:
(B)(4).